Event description:
It was reported that during a laparoscopy procedure, the device was broken during use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Cannula. Eval summary: the analysis results confirmed that the tt012 device was returned with the cannula cracked. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.